Event description:
It was reported the customer received a button error alarm. Customer also stated they had received a motor error alarm before the button error alarm occurred. The customer's blood glucose was 78 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage, corroded keypad traces, or button error alarms were noted on the pump. All buttons function properly. The lcd connector was inspected, and no anomalies were found. No motor alarms were noted. The motor was tested outside the device and it passed. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched case.